Event description:
This case was reported by a consumer and described the occurrence of psoriasis facial in a (B)(6) old male pt who received breathe right nasal strips (breathe right nasal strips clear) for an unk drug indication. A physician or other health care professional has not verified this report. Concurrent medical conditions included psoriasis. On an unk date, the pt started breathe right nasal strips (topical). At an unk time after starting breathe right nasal strips, the pt experienced psoriasis facial, rash and adhesive tape allergy. This case was assessed as medically serious by gsk. Treatment with breathe right nasal strips was discontinued. At the time of reporting, the events were unresolved. The pt said that the strips had been working well. He attributed the events to the breathe right nasal strips. He inquired whether there were strips for more sensitive skin.

Manufacturer narrative:
Breathe right nasal strips are mfg in (B)(4). The lot number for this product is available; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).